Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the otomimix did not set up properly during a tympanomastoidectomy. When the surgeon mixed the product, it did not harden. The product was not used due to the consistency. A new package of otomimix was opened and used to complete the case successfully. There was no patient injury or delay to the procedure.